Event description:
It was reported that the patient had symptoms of lightheadedness and dizziness. The device had no output, no pacing, no magnet response and when the physician tried to interrogate the device he did not get a response. Also the patient was seen (B)(6) 2011 and the battery estimator was showing 2.5 years on the device. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.